Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that a surgeon, who reported this event, received information from a colleague regarding an incident involving their friend's father. It was reported that nine (9) minutes into aquablation therapy, the patient coded and was sent to the intensive care unit (ICU) with low blood pressure. The surgeon who conveyed this information has declined to provide further details but has attributed the event to a potential anesthesia-related issue. It is unknown as to where, when, and how this event occurred and what the status of the patient is. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the instruction for use (IFU) as no additional information was provided by the initial reporting surgeon. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: anesthesia risk. A root cause for the reported event could not be determined. The reported event is unrelated to any alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the aquabeam robotic system. A surgeon, who reported this event, has declined to provide further details about the event. However, has attributed the event to be anesthesia-related. Based on the provided details and a review of the IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.